Event description:
Caller reported pump screen was not turning on. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support instructed caller to confirm pump was not plugged into power source and to press center of button with finger; however, pump display remained off. Customer did not have charger available and planned to call back once charger was obtained.